Manufacturer narrative:
D10. Concomitants: 200-02-29 - three peg patella 29mm (B)(6). 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t (B)(6). 02-020-13-0330 - truliant cr cem fem cr cem right sz 3 (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 13a2101 - cemex system fast genta 70g (B)(6). 02-022-51-3009 - truliant tib imp crc insert sz 3, 9mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right knee replacement. Subsequently, the patient reported experiencing pain and that the knee "did not function properly". As a result, approximately 3 years after initial right knee replacement, the patient underwent a right knee revision. No further patient impact was reported. No additional information available.